Event description:
It was reported that due to the pump casing being damaged, the customer experienced difficulty with loading a cartridge. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump along with manual injections for insulin therapy.